Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia due to air bubbles found in the infusion set. The customer stated that the hyperglycemia was treated by changing the infusion set. The blood glucose value was 400 mg/dl at the time of the event. The event involved product(s) mmt-7040a, mmt-342, mmt-431ag and mmt-1884. Troubleshooting was partially performed, and the customer confirmed having used the insulin pump system within 48 hours of the reported hyperglycemia event; however, it could not be determined whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for air bubbles found in the infusion set allegation, during which the customer reported noticing air bubbles in the tubing during therapy. It was identified that the insulin vial was not at room temperature at the time of use. No further patient complications were reported. No product return is required for mmt-7040a, mmt-342, mmt-431ag and mmt-1884.